Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use on a patient, it was noted within an hour of pumping the pump would run on battery power, even when the pump was plugged in. As a result, the pump was exchanged for another pump. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "iabp running on battery while plugged in" is confirmed by the field service engineer. As a result, the cpu board was replaced. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use on a patient, it was noted within an hour of pumping the pump would run on battery power, even when the pump was plugged in. As a result, the pump was exchanged for another pump. There was no report of patient complication or serious injury and death.